Manufacturer narrative:
Unchecked "user facility" and checked "health professional" to correct section. Erased device manufacture date. Device manufacture date is unknown. Log file analysis: log file analysis revealed occurrences of critical battery alarms and premature switching events. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of critical battery alarms and premature switching events. Analysis of the device, (B)(4), revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2015-02082, 3007042319-2015-02083, 3007042319-2015-02084, 3007042319-2016-00746, 3007042319-2016-00747 and 3007042319-2016-00748) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02082, 3007042319-2015-02083 and 3007042319-2015-02084) submitted for devices related to the same event.

Event description:
It was reported by vad coordinator that the "patient experiences multiple beep tones coming from the controller due to power source switching earlier than expected". Manufacturer representative "was on site", and "log files were assessed and detected power source changes earlier than expected". It was determined that "because this patient has experienced this a couple of times already, that all peripherals would be changed out". There were no consequences or impact to patient reported. No additional information provided. Investigation is ongoing. This is report 1 of 3.